Event description:
This procedure is part of (B)(6).during the procedure the patient experienced a transient episode of blurry vision which resolved. Prior to discharge the subject was unable to follow commands and answer questions, which resulted in an extended hospital stay.please reference MDR 2183870-2013-00066 for the protege rx used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.